Event description:
On april 30th, 2025, fujifilm corporation was informed of an event involving eg-740ut. The ed-580xt endoscope shows no visible damage or functional issues during the initial inspection. However, it has been flagged for further evaluation due to a suspected infection in a patient after its use. As a safety precaution, the scope has been quarantined. The suspected scope has undergone atp testing with additional hld (high-level disinfection) cleaning.

Manufacturer narrative:
Supplemental MDR will be submitted when the additional investigation is completed.